Manufacturer narrative:
Concomitant medical products: product ID: 407652 lead, implanted: (B)(6) 2005; product ID: 419688 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited varying threshold values, oversensing with short v-v intervals and noise. In addition, there was out of range impedance and a lead fracture was suspected. The lead was programmed off, and later, it was explanted and replaced. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.